Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose in the 40 mg/dl range at the time of the incident. The customer fell before doing a set change and was taken to the hospital. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller mentioned a no delivery alarm that they needed assistance to clear. Troubleshooting was not completed. The insulin pump will not be returned for analysis.